Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted there was a cut in the extension tube which led to a leak. It was reported that there was a leak on the catheter shaft. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if excessive force was applied during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: inspect the catheter frequently for nicks, scrapes, cuts, etc. Which could impair performance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, it was noted that the peritoneal dialysis tube was cracked. It was also stated that after the catheter was implanted to the patient, leak was observed at the junction of the catheter shaft and titanium connector. Visible damage (hole) was found at transparent extension pipe/tube and connector junction. Tego was not utilized and there was no luer adapter issue. The insertion site was treated with pre-cleaning/disinfecting agents (disinfection treatment) prior to product placement. Nothing unusual observed on the device prior to use. Flushing was done prior to use and had a normal result. There were no other products used with the device. Sepsiderm, cleaning agents and other detergents were not mixed and not used to clean the device. It was mentioned that the doctor repaired the catheter and had to cut/trim the split part to reconnect the titanium connector. After the issue was discovered, the doctor re-inserted the catheter to the patient as the intervention done due the leakage. The procedure was completed. There was no blood loss and no blood transfusion required. There was no reported patient injury.